Event description:
The operating room uses the bioseal xray sponges. We have encountered several events, 5 that we know of over the last month, where a package is opened and they are short. They are supposed to have 10 pieces, but they have been short. This is very concerning because if this was not caught before the procedure started, the patient could end up having to have additional interventions done to track these missing sponges. There have been multiple lot numbers of this product involved as well. Manufacturer response for xray gauze sponge, (brand not provided) (per site reporter): we purchase this product through a distributor, through (B)(4). We contacted our local (B)(4) rep and he reported this to bioseal so that they could file a report. The rep picked up one of the defective packages. We have 2 more here at the hospital. We have at least 4 lot numbers involved.